Manufacturer narrative:
The patient has received a replacement unit and back up oxygen. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, at the time of the event she was out and did not have a backup. She stated that she had difficulty breathing due to the unit not powering on. The patient reported that she tried doing a system reboot and the issue remained. As a result the patient felt that they were not getting enough oxygen output and experienced a decline in health.